Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed transducer fault alarm. The reported issue occurred while in use with a patient, however there was no harm to any patient or clinician in association with the reported complaint.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the exhalation pressure transducer is responsive to pressure but has failed.